Manufacturer narrative:
The sample is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "vitrectomy probe was aspirating but not cutting" (failure to cut). The surgeon reported the vitrectomy probe was aspirating but not cutting. The probe was switched out and the case was completed as planned. No patient injury was reported.